Manufacturer narrative:
Records indicate this lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient coded during the implant procedure, after implant of this implantable defibrillation lead and prior to device implant. A large pleural effusion was discovered, however the cause could not be determined. It was suspected the pleural effusion may have been caused by multiple sticks. The patient was external rescued, intubated, and transferred to an intensive care unit. No additional adverse patient effects were reported.